Event description:
Patient was getting up from the bedside commode and sat back down. The bedside commode's side arms, which hold up the pan of the commode, fell off the commode's frame. Staff was at the patient's side to support patient and assisted patient to the bed.